Event description:
The handpiece became hot and burned the patient lip. The burns were slightly larger than handpiece head. Ointment was applied to the burn.

Manufacturer narrative:
Head is damaged due to multiple dents bearings/ gears are worn and gritty in drive assembly and shaft had heavy debris. Maintenance information was reviewed with the doctor and maintenance sheets were sent.